Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced a distended abdomen, feeling too full, nausea, vomiting and trouble breathing during an unreported process step of pd therapy. The patient was connected to the amia device at the time of the event. Renal therapy services (rts) advised the patient to inform the registered nurse of missed therapy since the patient did not want to perform therapy "tonight". Rts initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis. There was no report of a medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The sample analysis was performed and the device was found to meet specifications for the reported problem. There was no device malfunction found that could have caused or contributed to the reported problem. Based on additional information received, the amia device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.